Manufacturer narrative:
Device remains implanted.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter on (B)(6) 2018 due to an unspecified reason. No patient complications were reported in relation to this event.